Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Tissue visible inside returned helix; helix extends/retracts within specification.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed but the helix did not seem to capture the tissue. After screwing the helix in the lead would fall out. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.